Event description:
It was reported cut and coag were weak at a setting of 8. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 to 08/15/2012. The pulsar generator was not returned for eval. End of report.